Event description:
It was reported by service report that the left siderail cable was shorted and bed controls were not working on either siderail. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail cable.